Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the device was not capturing. Minor patient symptoms with bradycardia in the 30s. Upon interrogation, pace impedance was greater than 2500 ohms. There will be a lead revision as soon as it can be scheduled.